Event description:
The customer reported a scope communication error (b30) during an inspection involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.